Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately calcified, 90% stenosed de novo lesion in the heavily tortuous mid marginal coronary artery, after pre-dilating the lesion, a 2.5x15mm rx xience prime stent delivery system (sds) was advanced via radial access and the stent was deployed followed by post-dilatation. A dissection was noted and was treated via deployment of an unspecified stent. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information was received, resulting in the following updated description of event: it was reported that during the procedure to treat a moderately calcified, 90% stenosed de novo lesion in the heavily tortuous mid marginal coronary artery, after pre-dilating the lesion, a 2.5x15mm rx xience prime stent delivery system (sds) was advanced via radial access and the stent was deployed without difficulty at an unspecified pressure when a dissection was noted. Post-dilatation was then performed. The dissection was successfully treated via deployment of an unspecified stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.